Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage power supply. The system operates as intended.

Event description:
The customer reported the system displays distorted images. No patient injury was reported.